Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.

Event description:
The customer states headaches, blurry vision, and sneezing. She saw both an eye doctor and her pcp. The eye doctor prescribed a medication that the customer did not take and the pcp prescribed antibiotics. She states that the antibiotics did not help her symptoms as they continued after the first round of antibiotics. The customer states the eye doctor did not provide her any help. In addition, the customer was not following maintenance instructions on her pap device per our IFU. There was no mention from the md's that the cause of these injuries were due to the soclean. Reporting for due duligience.